Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with herniated nucleus pulposus, left l4-l5. Left l5 radiculopathy. Pre-existing l5-s1 fusion construct. The patient underwent harvest of autograft. Use of bmp for posterolateral and inter-body fusion. Posterolateral fusion, l4-l5. Trans-foraminal lumbar inter-body fusion, l4-l5, using inter-body device, measuring 14 x 26 mm. L4 laminectomy far beyond what would be expected for a tranforaminal lumbar inter-body fusion with far lateral decompression of the left l4 nerve root. L5 redo laminectomy with far lateral decompression of the existing l5 nerve root. Use of pedicle screw fixation extending the fusion construct span from l4 through s1 with peek rod system. Exploration of fusion constructs. As per-op notes, "...autograft bone chips were placed into the l4-l5 disk space. The appropriate disk space was confirmed 'prior inter-body fusion. One small sponge of rhbmp-2 was cut and placed in the inter-body. A trial with dimensions 12 x 22 was used. It was not long enough and it floated in the disk space. Then a 14 mm x 26 mm inter-body graft was used with 1 small rhbmp-2 sponge within it and sent with tange ntial trajectory aiming from left to right..." Complications: small durotomy repaired primarily with 6-0 prolene. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.